Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the diamondclean smart power toothbrush caught on fire. No injury was reported.